Event description:
Customer feedback: purchased about six boxes of (B)(6) covid-19 antigen rapid test, lot (10) 211co21215. We may have been in contact with a covid positive patient. My wife, her son and wife and I tested positive even though we were asymptomatic. All four of us were immediately tested for pcr. They are all negative. We then tested again with a different (B)(6) rapid test lot number. They are all negative.

Manufacturer narrative:
(B)(6) inc., customer service has followed up via email on (B)(6)2022 to inquire for additional information. Customer/user replied indicating that all four positive test cases came from lot number: 211co21215. Pcr test and a new set of (B)(6) test kits with a different lot number (not provided) were used and had negative test results on all four patients/users. Customer/user had reportedly purchased the culprit (B)(6) health test kits from dreamhug.com on (B)(6)2022, purchasing six boxes in total. Customer has requested for a replacement; (B)(6) has granted his request as of (B)(6)2022. Cs has also presented a link to the customer/user relating to the counterfeited otc antigen test kits. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown. Customer/user was provided a replacement order for one (1) pack as a courtesy customer/user must have acquired a potential/probable counterfeited products, causing the erroneous test results obtained by the customer/user(s) associated with this report. A snapshot of the actual box, depicting the actual lot number has been shared by the customer/user to (B)(6) labs, showing the lot number noted above. (B)(6) labs has since determined lot number: 211co21215 to be counterfeited products, and therefore, must not be used. For educational purposes and awareness, the customer/user was provided a link through the FDA website relating to "counterfeit at-home otc covid-19 diagnostic tests, see link below: https://www.FDA.gov/medical-devices/coronavirus-covid-19-and-medical-devices/counterfeit-home-otc-covid-19-diagnostic-tests. 2 test to the production batch of product retention samples (lot:211co21215) , the test was pass.